Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The device was visually inspected and functionally tested. A review of the alarm log identified an occurrence of the downstream occlusion alarm, confirming the reported condition. The cause of the occlusion alarm was determined to be a damaged door latch roller. To correct the condition, the door latch roller was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an occlusion alarm. There was no patient involvement reported. Additional information was requested and is not available.